Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device screen was black and unresponsive to both touch and keypad input, and the amc could not be used. The fan at the back of the amc was still functioning, and all power sources, switches, and supply were on. The amc was turned off using the switch at the back of the device and left off for more than one minute (the screen did not display a 30-second countdown). The device was then turned back on. However, there were no delays or adverse events or injuries reported based on this event.